Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Performed one sample delivery accuracy test, pressure switch test and functional check. Unable to repeat customer's reported problem in that the pump. Error history log review found high pressure and no disposable alarm messages after pump starting. The root cause of the reported issue was found to be unknown. Actions were taken to mitigate the reported issue: replaced the downstream sensor.

Event description:
It was reported that the device did not work. No patient injury was reported.